Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level of 411mg/dl. Customer stated that they miscalculated their carbs for chips and leads to high blood glucose level. Customer had bloused and blood glucose started to came down. Customer was unable to put blood glucose value in auto mode and for calibration. Customer experienced symptoms such as dehydration. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. It was found that the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.